Event description:
It was reported that during a coronary stent procedure, in which two wires were used simultaneously, the wire separated during removal. The physician elected to secure the wire tip in place with add'l stents. Pt status is listed as "unknown."